Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the (B)(6) clinical study, 18 months post deployment of a 26mm sapien 3 valve in an existing edwards magna surgical valve, the patient was readmitted to the hospital. A ¿surgical intervention¿ was performed. No further information regarding the type of surgical intervention was provided. No further information is available at the time of the report.

Manufacturer narrative:
Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Additional information: patient medical history; evaluation codes; corrected information: event problem codes. Medical record review revealed during a valve in valve (viv) procedure, a sapien 3 valve was deployed in the stenotic surgical aortic valve. Approximately 1 month post viv, the mean gradient measured 48 mmhg and echo indicated ¿severe aortic stenosis¿. The patient was started on anticoagulation therapy. Echo, performed 3 days later, indicated a mean gradient of 24 mmhg . Approximately 17 months later, the patient presented with worsening dyspnea over the previous year. Anticoagulation therapy was initiated; however, the mean gradient remained elevated. Following discussion with the patient, the decision was made to explant the prosthetic surgical valve and sapien 3 valve and implant a new surgical valve. The surgical / sapien 3 valves were explanted and a 29mm non-edwards surgical valve was implanted. The patient did well during the surgery and was transferred in stable condition. Postoperatively, the patient did well. The explanted surgical valve and sapien 3 valve were not returned to edwards lifesciences for evaluation. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the root cause for the valve degeneration 18 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.